Event description:
The customer reported that there was no image displayed on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifer power supply was replaced. The system was then found to be working as intended and put back into service.